Manufacturer narrative:
Investigation not complete. Product has not been returned. Trends will be evaluated. The event device code is addressed in the package insert. This report will be updated when the investigation is complete.

Event description:
Allegedly two temporary pins were broken when the surgeon put the pin in place in the plate during the surgery.